Event description:
Allegedly, during a esophagoscopy cricopharyngeal myotomy procedure, the diverticuloscope would not open. Due to a lack of a backup unit doctor had to abort procedure.

Manufacturer narrative:
Eval of instrument shows that the laser welds on the moveable lever broke with the result that the diverticuloscope would not open correctly. We have addressed with the MFR.